Manufacturer narrative:
On 07-dec-2015, the fse replaced the diluent pump and diluent 2-way valve. He performed a "dummy" run with 24 total t3 reagent cups, and no errors occurred. The fse also performed quality control (qc) runs. All values were in range. In addition, the fse adjusted the z parameter setting for the sample cup; the sample tube setting was in range. The customer ran patient samples throughout the next day with no errors. No additional activities were performed. The instrument was performing as intended. The most probable cause of the reported event was the diluent pump and the diluent valve needed replacement. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 , a customer reported air detect errors, intermittently exchanged between the samples or the diluent; error code 2011, quality control (qc) samples out of range with their aia-360. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.